Event description:
The device was used during a low anterior resection procedure. Reportedly, the device would not fire. The hosp has reported no pt injury occurred. Another instrument was used successfully.